Manufacturer narrative:
The 1718912-2017-00009 is associated with argus case (B)(4), biotene moisturizing mouth spray (2013 formulation). Device evaluation 27mar2017: (B)(4) has been created for this issue. The cim states, "since the product liquid is viscous, a jet stream comes out when pumped. A drop of product may remain at the nozzle which drips down the sides of the pump and bottle wall. This can be perceived as leaking when the consumer picks the bottle up again from the table top or purse and feels the bottle is sticky." Solution: without the returned product no further investigation can take place. Concern will be re-opened and evaluated if the complaint sample is received. This is a low risk, level 1 complaint. Concern can be closed.

Event description:
Almost choked [choking]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a female patient who received glycerin (biotene moisturizing mouth spray (2013 formulation)) oromucosal spray for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started biotene moisturizing mouth spray (2013 formulation). On an unknown date, an unknown time after starting biotene moisturizing mouth spray (2013 formulation), the patient experienced choking (serious criteria gsk medically significant) and product complaint. The action taken with biotene moisturizing mouth spray (2013 formulation) was unknown. On an unknown date, the outcome of the choking was not reported and the outcome of the product complaint was unknown. The reporter considered the choking to be related to biotene moisturizing mouth spray (2013 formulation). Additional details: it was reported that although the package said that the product was a mouth spray, it came out "like a long squirt" and on "couple of occasions" the patient almost choked on it. The patient reported this event to a pharmacy, where a pharmacy employee opened another biotene mouth spray 50ml and found that it did the same thing. Qa report received on 27 march 2017: there were no signs of abnormality or incidents during the manufacturing run. All aqls and inspection records were found within spec during hourly inspections. There were no deviations or incidents during the packaging of the lot where fill quantities, product labelling, lot number, or expiration dating were incorrect. Without the returned product no further investigation can take place. Concern will be re-opened and evaluated if the complaint sample is received.

Manufacturer narrative:
Report 1718912-2017-00009 is associated with argus (B)(4), biotene moisturizing mouth spray (2013 formulation). Device evaluation 27mar2017: (B)(4) has been created for this issue. The cim states, "since the product liquid is viscous, a jet stream comes out when pumped. A drop of product may remain at the nozzle which drips down the sides of the pump and bottle wall. This can be perceived as leaking when the consumer picks the bottle up again from the table top or purse and feels the bottle is sticky." Solution: without the returned product no further investigation can take place. Concern will be re-opened and evaluated if the complaint sample is received. This is a low risk, level 1 complaint. Concern can be closed. Device evaluation 03 april 2017: product sample returned. Returned product observation: 1 bottle returned. Confirmed bottle lot: (b)u6g201 and expiry date june 2018. Tested pump by pushing down on the actuator. Pump dispenses normally with a steady stream of product. Product evaluation confirms the product functions as expected. No leaks were observed from the product. Solution: no corrective action is applicable as product met specification for fill and the process was followed. This is a low risk, level 1 complaint. No further action due. Concern can be closed.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a female patient who received glycerin (biotene moisturizing mouth spray (2013 formulation)) oromucosal spray for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started biotene moisturizing mouth spray (2013 formulation). On an unknown date, an unknown time after starting biotene moisturizing mouth spray (2013 formulation), the patient experienced choking (serious criteria gsk medically significant) and product complaint. The action taken with biotene moisturizing mouth spray (2013 formulation) was unknown. On an unknown date, the outcome of the choking was not reported and the outcome of the product complaint was unknown. The reporter considered the choking to be related to biotene moisturizing mouth spray (2013 formulation). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: it was reported that although the package said that the product was a mouth spray, it came out "like a long squirt" and on "couple of occasions" the patient almost choked on it. The patient reported this event to a pharmacy, where a pharmacy employee opened another biotene mouth spray 50 ml and found that it did the same thing. Qa report received on 27 march 2017: there were no signs of abnormality or incidents during the manufacturing run. All aqls and inspection records were found within spec during hourly inspections. There were no deviations or incidents during the packaging of the lot where fill quantities, product labelling, lot number, or expiration dating were incorrect. Without the returned product no further investigation can take place. Concern will be re-opened and evaluated if the complaint sample is received. Qa report received on 03-apr-2017: solution: no corrective action is applicable as product met specification for fill and the process was followed. The information will be added to our complaint history database for monitoring. This is a low risk, level 1 complaint. No further action due.